Event description:
Catheters have fractured below suture twice. First implanted on 7/25/1995 and revised on 7/9/1996. The second fracture occurred on 12/13/1997. Catheters have fractured below suture twice. First catheter was implanted on 7/25/1995 and revised on 7/9/1996. A new catheter was inserted but the first catheter was not removed at the time. Was initially reported on 7/19/1996, pc1595. The second fracture occurred on 12/13/1997. At the time, the dr was able to retrieve both catheters.